Event description:
The article, "chronically jailed right ventricular implantable cardioverter defibrillator lead visualized with imaging integration prior to ventricular tachycardia ablation", was reviewed. This article presented a case study of a 73-year-old male patient with a history of strokes. A single-chamber cardioverter defibrillator (ICD) was implanted in 2012. And an amplatzer talisman pfo occluder was selected for implant on an unknown date for a patent foramen ovale (pfo) closure. The device was implanted. Several years later the patient experienced multiple ICD shocks due to sustained monomorphic ventricular tachycardia (vt) and presented with ischemic cardiomyopathy. Cardiac magnetic resonance imaging (MRI) and cardiac computed tomography (CT) showed the right ventricular ICD lead had been jailed between the pfo device and interatrial septum, which had previously occurred during initial deployment of the pfo occluder. The patient underwent successful vt ablation and underwent upgrade to cardiac resynchronization therapy device. [The primary and corresponding author was nithi tokavanich, section of cardiac electrophysiology, university of michigan medical center, spc 5853, 1500 e. Medical center drive cardiovascular center, ann arbor, mi 48109 - 5853, USA, with corresponding e-mail: tokavani@med.umich.edu.].

Manufacturer narrative:
As reported in a research article, chronically jailed right ventricular implantable cardioverter defibrillator lead visualized with imaging integration prior to ventricular tachycardia ablation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported malposition of device could not be conclusively determined. It is possible that procedural circumstances (excessive device proximity) contributed to the event, however this cannot be determined. The tachycardia and heart failure were likely cascading effects from the event. The unexpected medical intervention and prolonged hospitalization was a result of case specific circumstances, as the patient underwent ablation and a cardiac resynchronization therapy device was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: chronically jailed right ventricular implantable cardioverter defibrillator lead visualized with imaging integration prior to ventricular tachycardia ablation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.